Event description:
The exeter was implanted with using a surgical simplex. When the wound was being closed after reduction, the patient's blood pressure dropped. The patient went into cardiopulmonary arrest temporarily, but was resuscitated and transferred to the ICU. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.